Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with device use. Medical intervention (type unknown) was provided. Device testing revealed results within normal limits.

Manufacturer narrative:
Additional information: section a.3, h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's headaches are reportedly not device related and have resolved. The recipient was prescribed painkillers. The recipient is using the device and will be managed by the center's protocols. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.